Event description:
Report on delayed cauda equina compression caused by bioglue®-induced granulomatous reaction following spinal dural repair ¿ a case report, hazem alkatreeb, laila tarek abbas metwaly, el fatih bashir el malik. 1. Case overview: patient details: 66-year-old male. Presenting symptoms: long-duration low back/right lower limb pain, neurogenic claudication, and sciatica secondary to l4-l5 lumbar spinal canal stenosis and intradural schwannoma at l3 level. Initial procedure: l3-l5 laminectomy for decompression of l4-l5 stenosis and resection of l3 schwannoma. Primary dural closure was reinforced with muscle graft, bioglue®, and gel-foam®. 2. Complication details: onset: 6 months post-surgery. Symptoms: partial cauda equina syndrome. Imaging findings: MRI revealed a heterogeneous extradural mass at the prior durotomy site causing marked compression of the cauda equina. Cause: bioglue®-induced granulomatous reaction leading to delayed mass formation and neural compression. 3. Surgical re-exploration: findings: a firm extradural compressive mass composed of layered foreign-body material: layer 1: disintegrated gel-foam mixed with hematoma. Layer 2: residual bioglue® material (gelatinous glue-like substance). Layer 3: muscle graft layer (thick fibrotic granulomatous tissue). Procedure: complete excision of the granulomatous mass. Outcome: rapid neurological improvement post-surgery. 4. Histopathological findings: tissue composition: fibro-fatty tissue with dense lymphohistiocytic granulomatous inflammation. Foreign-body reaction: multinucleated giant cells arranged in a palisading pattern surrounding non-absorbed bioglue® material. This event is relegated to bioglue surgical adhesive, unknown configuration for mass formation.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.